Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn : m365sc2317500, model:sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing loss of stimulation coverage despite reprogramming attempts. X-ray revealed that the lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by the medical facility.